Manufacturer narrative:
Although this report has not been confirmed by a medical professional, it is being reported as a tooth fracture is considered to be a serious injury. However, dental experts conclude that a healthy tooth or could not be cracked or fractured by the use of a power toothbrush alone, and that underlying and pre-existing dental disease or a compromised dental restoration would be the root cause of the event.

Event description:
Guest states that she used product and the product hit her tooth causing her to lose the tooth and substantial medical bills.